Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing.the patient changed supplies as necessary and resumed insulin therapy. No further information was available.